Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter balloon bursts.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 1 all silicone foley catheter with packaging. Verified material number 175812 batch number ngkq3983 and manufacturing lot number ngkn0082. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked into the drainage lumen from the balloon. No balloon ruptured present. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) d and f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter balloon bursts. Lot#ngkq3983 and lot#ngjz1698.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 1 all silicone foley catheter with packaging. Verified material number 175812 batch number ngkq3983 and manufacturing lot number ngkn0082. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked into the drainage lumen from the balloon. No balloon ruptured present. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) b, d, f, h. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter balloon bursts.